Event description:
The surgeon attempted to implant an aq2010v silicone three piece lens but it failed to advance in the cartridge. There was no pt contact or injury. The facility stated that it was unknown as to why the lens would not advance. An aq cartridge was used but the lot number was not known by the facility. The lot number and model of the injector was not known by the facility.